Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in atrial pacing inhibition. The rv lead noise was reproducible with isometrics. The atrial sensitivity was decreased, and the rv lead will continue to be monitored remotely. The patient was asymptomatic and remained in a stable condition.